Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order 1799597 were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06, it is not possible to take the measurement of the voids due to the quantity. This observation has no relation with the reported event. According to the current risk documents the event of void in valve is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event (only pr#(B)(4) in sep 2020) no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: wear abrasion and opening crack on valve seat diaphragm valve. Leak test and microscopic analysis was performed which identified: opening crack on valve seat diaphragm valve, white particles inner device, crease fold and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Void on valve texture side assessed as a workmanship.